Manufacturer narrative:
This report is being filed on an international product, prism hbsag, list 3a47, that has a similar product distributed in the us, list 6d19. All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) result on the prism analyzer. The following data was provided: (B)(6). The samples were all (B)(6) on (B)(6) and (B)(6) assays (no list, lot or data provided). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
On (B)(6) 2018, the likely cause was corrected from 76439l100 to 76439li00 (one hundred to l 00).